Event description:
The visual ice system and four (4) needles were tested with no issues prior to a lung cryoablation case in which the pt was under conscious sedation. During the last thaw and upon removal of the needles from the ling, abundant amount of burned tissue was stuck to the needles. The needles were not kept but pictures were attached to the complaint. The case was completed but pt injury is unk. During an updated discussion with the physician, he stated that he did a triple freeze-thaw cycle for the lung treatment. Upon removal of the needle, he noticed "char like tissue" on the needle surface. He indicated that he used helium thaw for each thaw.

Manufacturer narrative:
The needle was not returned for analysis. The complaint of "abundant amount of burned tissue was stuck to the needles" could not be confirmed. There were no alleged device malfunctions. However, a similar complaint was received from the same physician the following month (ref MDR# 304462490-2015-00008). The needle in that event was returned for analysis and galil medical contracted out to have a histopathology analysis conducted on the tissue. According to the pathologist report it was concluded that the sample taken from the shaft "is consistent with tumor cells and cellular and necrotic debris, both showing evidence of damage from cryoablation, and abundant anthracosis pigment." The pathologist report further concludes "the reason for the adherence of the material to the needles may be associated with the heavy level of anthracosis pigment seen associated with the cells; anthracosis is seen in patients exposed to airborne carbon materials such as smoking, coal mining or working in heavily smoky conditions. The anthracosis pigment may have made the tissue adhere to the needle in this patient. Also, if the tumor had any areas of necrosis prior to the procedure, this material may been more readily exfoliated and adhere to the needles more easily than non-necrotic tissue. The type of tumor cells could not be determined from this sample but tumors with an increased portion of cells of a glandular or secretory nature may produce extracellular matrix that would increase the likelihood of the material adhering to the needle. The burned appearance of the material is considered due to the larger amounts of black pigment (anthracosis) within the material and not to actual burning or charring of the tissue." Galil medical confirmed with the physician that the patient had an extensive tobacco history. Therefore, galil medical concludes, based on the above histopathology analysis from the similar complaint, that the observation of "burned tissue" is likely related to the patient's extensive tobacco history.